Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B) (6) 2010. According to the complainant, during the procedure, the physician positioned the clip within the patient's colon. The clip grasped tissue however, the clip would not release from the catheter. The physician pulled the clip off the tissue, causing minor additional bleeding. The case was completed with another resolution clip device, which resolved the bleeding. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.